Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the spiderfx embolic protection device. Survey results received from an interventional cardiologist practising in italy who within the last 12 months used a spiderfx embolic protection device for distal embolization protection during peripheral interventions (10 procedures), coronary interventions (50 procedures), and carotid interventions (150 procedures). During use of the spiderfx embolic protection device during peripheral interventions a vasospasm event is reported. During use of the spiderfx embolic protection device during coronary interventions a vasospasm event is reported. During use of the spiderfx embolic protection device during carotid interventions a vasospasm event and a vessel dissection, perforation, rupture, intimal flap event is reported. During use of the spider embolic protection device for peripheral, coronary and carotid interventions, there were: ten vasospasm events which are reported to have subsided after intra-arterial infusion of nitrate and one vessel dissection, perforation, rupture, intimal flap event which was attributed to small vessel size versus filter diameter. The vasospasm event was reported to be not at all concerning. The vessel dissection, perforation, rupture, intimal flap event is reported to be somewhat concerning. All of these events were reported to be device related.